Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the first soft key to have physical damage contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported damaged keypad which was observed during evaluation. Evaluation found the first soft key to be inoperable due to the damage. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad was damaged. There was no patient involvement. No additional information is available.